Event description:
It was reported that stent damage occurred. A 3.00x28mm promus premier¿ stent was selected. After prepping the device, it was noted that there were some raised stent struts. The device was not used and did not enter the patient's body. The procedure was completed using a different size promus premier¿ stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).